Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had five backup battery (ebb) faults on the same system controller. The first 4 ebb faults, the ebb was reseated. On the 5th ebb fault, the ebb was replaced. Patient reported the system controller would get hot and burn them. The system controller was unable to produce data once connected to the system monitor. Different sets of cables and three system monitors we're attempted. The system controller was replaced and would be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental findings: fluid ingress was observed in the system controller power cables. The reported event of a backup battery fault alarm was not confirmed. The reported event of the system controller becoming warmer than expected was not confirmed. The reported event of the system controller not being able to establish communication with the system monitor was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6) was connected to a test system monitor and test power module and communication could not be established with the system monitor. Evaluation of the controller¿s white power cable revealed that the orange data transmission wire was broken, causing the loss of communication between the controller and the system monitor. The observed damage and communication issue did not affect the controller¿s ability to operate a test pump at the set speed. The system controller power cables were replaced with known working power cables and the communication issue with the system monitor resolved. After replacing the power cables, the controller passed functional testing and was connected to a mock circulatory loop and run for an extended period of time without any issues or atypical alarms produced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. Additionally, the temperature of the system controller case was measured, and the temperature was observed to be within the controller¿s design specification. A log file was downloaded for review and data from the event dates of 04dec2024 ¿ 05dec2024 were reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. Throughout the time span, the temperature of the system controller was observed to be within the controller¿s design specification. The driveline was disconnected on (B)(6)2024 at 11:51:53 to exchange the system controller. The pump maintained a speed within the lsl without issue while the driveline was connected. The root cause of the reported backup battery fault alarm and increased controller temperature could not be conclusively determined through this analysis. The communication issues between the system controller and system monitor was determined to be caused by a break in the data transmission wire on the white power cable. Although not conclusively determined, the observed underlying wire damage may have been associated with repetitive bending of the power cable during use over time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.